Event description:
Resmed was made aware of a pt that suffered a stroke while on CPAP therapy.

Manufacturer narrative:
It was reported that the pt was admitted to the emergency room because he could not breathe. After eval from the doctor, it was determined the pt suffered a stroke due to lack of oxygen. The doctor had noticed the soft material from the swift fx nasal pillow. The doctor stated that the potential collapse of the soft pillows may occlude the pt's airway and may have contributed to the event. The mask was received at resmed corp. A preliminary eval was conducted and there were no deformations observed with the pillows that engage with the nasal passages. The flexible cushion is designed to be soft and to conform to the face, with location and stability assisted by the pillows engaging in the nose (the 'pegs in holes' approach). The stiffness of the pillows is designed to maintain comfort whilst delivering effective therapy. The mask has been forwarded to resmed ltd for an engineering investigation.